Event description:
The customer's daughter reported not being able to use their precision xtra meter. In addition, the customer's daughter stated her mother passed out and was having problems of low sugar levels. The customer went to her physician's office and was treated with glucose. During the course of troubleshooting with adc customer service, it was discovered that the meter was not coded correctly. The customer's daughter stated that she did not know she had to code the meter. After the meter was coded it worked appropriately. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.